Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that several years ago, this system emitted beeping tones. After the analysis of the available information, it was determined that the system showed high out of range (oor) shock impedance measurements. The shock impedance had been trending upward for several months. It was discussed that the origin of the observed issue could have originated on lead calcification. The right ventricular (rv) lead continued to exhibit high out of range shock impedances. Subsequently, a revision procedure was performed, and the rv lead was explanted and replaced. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that several years ago, this system emitted beeping tones. After the analysis of the available information, it was determined that the system showed high out of range (oor) shock impedance measurements. The shock impedance had been trending upward for several months. It was discussed that the origin of the observed issue could have originated on lead calcification. The right ventricular (rv) lead continued to exhibit high out of range shock impedances. Subsequently, a revision procedure was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that a physician contacted boston scientific technical services (ts) regarding why this patient's device emitted beeping tones. Ts discussed possible causes that would trigger tones from the device. A clinician then contacted ts indicating the tones were due to high out-of-range shock impedance measurements. The clinician noted that the shock impedance had been trending upward for several months. Ts discussed troubleshooting steps and that increasing shock impedance could be caused by lead calcification. This device remains in service. No adverse patient effects were reported.